Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up with blood glucose of 162 mg/dl and over 200 mg/dl and was concerned that basal rates were not correct. Troubleshooting was performed and it was found that there was an air bubble in infusion set and basal rates were not correct. Customer was assisted with correcting settings.